Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Visual inspection found physical damage of the conductor wire insulation at the distal end. Material appeared to be lifted off on the area of the damage. This compromise exposed the internal wires. No missing material and no signs of thermal damage were noted. The instrument was tested and passed electrical continuity. The known common cause of this failure is attributed to instrument mishandling and misuse such as collision with a hard object or another instrument. Additionally, further investigation identified a dislodged conductor wire at the snake wrist on the distal end. A segment of the conductor wire was sticking out at the wrist. The conductor wire was intact and not broken. No additional damage was found. This secondary observation is unrelated to the primary issue and is indicative of a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the vse instrument lot # l90200927 / sequence (B)(4) associated with this event has been performed. Per logs, the instrument was used on the reported event date of (B)(6) 2021 on system (B)(4). The instrument is single use therefore no subsequent use was recorded. This complaint was assessed as a reportable malfunction due to the following conclusion: failure analysis identified that the instrument had conductor wire damage which exposed the internal wires. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, the user observed a damaged wire on the vessel sealer extend (vse) instrument. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.